Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Event description:
The customer observed a falsely elevated troponin result for one patient on the architect i2000sr analyzer. The patient is a male diagnosed with diabetes, he presented with acute chest pain and renal acute insufficiency. The following data was provided: (B)(4) initial 2.326, repeat 0.010, 0.015, <0.010, 0.027 ng/ml. The customer uses a cutoff 0.028 ng/ml. The patient received an unnecessary heart catherization.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. See manufacturer report number 1415939-2015-00027 for documentation of the same patient for likely cause architect troponin-I reagents ln 02k41-37 lot 41713un15. An evaluation is in process.